Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of over 600 mg/dl. The customer¿s wife reported that the insulin pump was not on auto mode. The customer was treated with insulin drip in hospital and syringe. Based on customer¿s report customer did not allege under delivery. Troubleshooting was done for high blood glucose. The customer was wearing the insulin pump during the hospitalization. The customer¿s wife was reported that the insulin pump had insulin flow blocked alarm, bolus not delivered. The customer¿s wife was reported that the insulin pump passed displacement test and self-test. The insulin pump will not be returned for analysis.